Event description:
Three leaking lines. Situation: line leaking in oncology. Background: during the compounding process, technician noted that multiple non-dehp solution set with duo-vent spike lines would leak just below the drip chamber. Lot (10)r22b11017. The technician noticed this when priming the tubing with diluent (which occurs before the chemo was added to the bag). This happened with 3 different lines of same lot. Assessment: lines were not used and discarded. Recommendation: assess if there is an issue with this lot and sequester if able in the future (no chemo present). Manufacturer response for IV tubing, non-dehp solution set with duo-vent spike (per site reporter) ongoing, a report of all 67 reported events shared with FDA and baxter (current trends emailed to FDA today).